Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during a laparoscopic bilateral salpingo-oophorectomy, anterior repair, and cystoscopy procedure performed on (B)(6) 2021, for the treatment of chronic pelvic pain, symptomatic grade 3 cystocele, and stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021, implant date, as no event date was reported. Initial reporter: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2021, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: (B)(6) hospital for women (B)(6), la united states block h6: patient code e2006, e2330, e1405, e1605, e0505 and e1301 captures the reportable event of erosion, pain, dyspareunia, muscle spasm, vaginal bleeding, and dysuria. Impact code f12, f2303 and f1905 captures the reportable event of serious injury, medication required and device revision. Block h11: block b2, b5 and h6 patient and impact codes were updated.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during a laparoscopic bilateral salpingo-oophorectomy, anterior repair, and cystoscopy procedure performed on (B)(6) 2021, for the treatment of chronic pelvic pain, symptomatic grade 3 cystocele, and stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury. ***additional information as of (B)(6) 2022*** the patient experienced vaginal bleeding and pain. Approximately two months after surgery patient started noticing electrical shocks in her vagina in her groins. She palpated herself inside the vagina and felt that there is some mesh protruding. She went to see her implanting doctor who confirmed erosion into the vagina. Examination also revealed mesh erosion on the right side of her vaginal sulcus. On (B)(6) 2022, patient underwent excision of eroded mesh with secondary closure and cystourethroscopy. The patient tolerated the procedure well and was in a stable condition. On (B)(6) 2022, patient did a telemedicine visit with chief complaint of pain. Patient states that her pain significantly worsened after mesh removal. After mesh implantation intercourse became very painful and after removal it is completely impossible because of pain. Patient has significant pain with sitting. It causes groin pain, shooting pain in her vagina and anus. She also has occasional pain with urination and bowel movements. During those she has pain which is shooting to her clitoris. Patient is also complaining of burning pain in the back of her thighs. She has occasional hesitancy and nocturia 2 to 3 times. After mesh removal patient developed some urinary incontinence but it's manageable and does not bother her nearly as much as pain. The patient was referred to a new doctor and was then given estrogen cream and recommended to return in 6 weeks if there is no improvement. However, there were no improvements with estrogen cream and patient is completely debilitated. Valium/baclofen/ketamine (vbk) suppositories were prescribed. Patient was diagnoses were complex general pain syndrome type ii, obturator neuralgia, pudendal neuralgia, spastic pelvic floor syndrome, and complications due to genitourinary prosthetic materials. On (B)(6) 2022, patient return for in person visit with chief complaint of pelvic pain. Patient states that she has some improvement after using the vbk vaginal suppositories. The patient reported that they would like to try bilateral pudendal nerve block and botox injection to pelvic floor muscles. She expressed interest in removal of mesh from her groin and the remaining mesh in her vagina. On (B)(6) 2022, patient had a telemedicine visit for her preoperative visit. Patient is scheduled for removal of transobturator mesh (obtryx), bilateral pudendal nerve block and botox injection to pelvic floor muscles.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during a laparoscopic bilateral salpingo-oophorectomy, anterior repair, and cystoscopy procedure performed on (B)(6) 2021, for the treatment of chronic pelvic pain, symptomatic grade 3 cystocele, and stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury. Additional information as of november 08, 2022. The patient experienced vaginal bleeding and pain. Approximately two months after surgery patient started noticing electrical shocks in her vagina in her groins. She palpated herself inside the vagina and felt that there is some mesh protruding. She went to see her implanting doctor who confirmed erosion into the vagina. Examination also revealed mesh erosion on the right side of her vaginal sulcus. On (B)(6) 2022, patient underwent excision of eroded mesh with secondary closure and cystourethroscopy. The patient tolerated the procedure well and was in a stable condition. On (B)(6) 2022, patient did a telemedicine visit with chief complaint of pain. Patient states that her pain significantly worsened after mesh removal. After mesh implantation intercourse became very painful and after removal it is completely impossible because of pain. Patient has significant pain with sitting. It causes groin pain, shooting pain in her vagina and anus. She also has occasional pain with urination and bowel movements. During those she has pain which is shooting to her clitoris. Patient is also complaining of burning pain in the back of her thighs. She has occasional hesitancy and nocturia 2 to 3 times. After mesh removal patient developed some urinary incontinence but it's manageable and does not bother her nearly as much as pain. The patient was referred to a new doctor and was then given estrogen cream and recommended to return in 6 weeks if there is no improvement. However, there were no improvements with estrogen cream and patient is completely debilitated. Valium/baclofen/ketamine (vbk) suppositories were prescribed. Patient was diagnoses were complex general pain syndrome type ii, obturator neuralgia, pudendal neuralgia, spastic pelvic floor syndrome, and complications due to genitourinary prosthetic materials. On (B)(6) 2022, patient return for in person visit with chief complaint of pelvic pain. Patient states that she has some improvement after using the vbk vaginal suppositories. The patient reported that they would like to try bilateral pudendal nerve block and botox injection to pelvic floor muscles. She expressed interest in removal of mesh from her groin and the remaining mesh in her vagina. On (B)(6) 2022, patient had a telemedicine visit for her preoperative visit. Patient is scheduled for removal of transobturator mesh (obtryx), bilateral pudendal nerve block and botox injection to pelvic floor muscles. Additional information received on december 20, 2022. The patient experienced stress urinary incontinence, spastic pelvic floor syndrome, pudendal neuralgia, obturator neuralgia, and complex regional pain syndrome (type ii). On (B)(6) 2022, the patient subsequently had her bilateral groin mesh removed, bilateral pudendal nerve blocked, her pelvic floor muscles botox-injected, and urethral bulking agent-injection. All of the pelvic floor muscles in the patient were found to be quite tender during the procedure. The right obturator internus was the muscle that was the most tender. All of the remaining pelvic floor muscles as well as the right adductor muscles were likewise tender. The muscles of the left adductor were less tender. She exhibited significant touch hypersensitivity in her clitoris, labia majora, and labia minora. The patient also received her first bilateral pudendal nerve block, which involved injecting 10 ml of 0.5% bupivacaine with epinephrine into each ischial spine using a pudendal nerve block needle. Additionally, 20 ml of normal sterile saline was used to dilute 200 units of botulinum toxin a. It was administered bilaterally into the pelvic floor muscles 20 times with a volume of 1 ml each using a pudendal nerve block needle. A total of eight muscles were injected. Moreover, during the surgery, an incision in the right genitofemoral crease was then made and adductor muscle fascia was visualized. It was incised and adductor muscles were reached. Blue colored mesh was identified embedded in the muscle. The end of the mesh was grasped with the kocher clamp and using meticulous sharp dissection with scalpel knife and metzenbaum scissors mesh was dissected all the way to the superior medial edge of the obturator foramen. Mesh was found to be densely attached to the superior and posterior edge of the pubic ramus (medial edge of the obturator foramen) and small osteotome was used to cut a small piece of the pubic bone attached to the mesh in order to separate it. When the mesh was separated from the pubic bone the blunt dissection followed until the vaginal wall was reached. A 2 cm incision in the right vaginal sulcus was then made with a scalpel knife and mesh was freed up from the vaginal attachments. The entire 7.5 cm piece of vaginal mesh was removed. The vaginal incision was closed with the running suture of 2-0 vicryl. The same procedure was done on the left side with the exception that mesh was not attached to the medial edge of the obturator foramen. A tendon stripper was utilized to separate the mesh from the posterior surface of the pubic bone until vaginal wall was reached. On the left side the mesh separated from the vagina so there was no need for vaginal incision. Hemostasis was found to be excellent on both sides. Mesh on the left side measured 5.5 cm. Vancomycin powder was sprayed in both right and left groin incisions. Fascia of the adductor muscles was bilaterally with 0 monocryl and skin bilaterally was closed with 4-0 monocryl. On a post operative visit on (B)(6) 2022, the patient reported that she was doing well after surgery. Her pain is almost completely gone. She claims she has no groin or back pain. She can sit down and drive a car without any pain. In addition, she claims that bulking agents assisted her with incontinence. The doctor informed the patient that she had significant muscle spasms prior to surgery and that these spasms could reappear when the botox wears off. The patient may require another botox injection. In fact, the patient is aware that she may require those injections for the rest of her life.

Manufacturer narrative:
Blocks b5, d6b and h6 (patient codes) were updated based on the additional information received on december 20, 2022. Block b3 date of event: date of event was approximated to april 13, 2021, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: (B)(6). The explanting surgeon is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion; e2330 - pain; e0123 - nerve damage; e1405 - dyspareunia; e2401 - complications of implanted mesh; e1301 - dysuria; e1605 - muscle spasm; e0506 - vaginal bleeding. The following imdrf impact codes capture the reportable events of: f1905 - device revision or replacement; f1901 - bulking agent injections; f2303 - medication required.